Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they had high blood glucose. The customer's blood glucose at the time of incident it was 600 mg/dl and current blood glucose is 360 mg/dl. The customer's mother reported that yesterday at night they got no delivery alarm and blood glucose at 8pm blood glucose was 206 mg/dl and hour later it went up to 430 mg/dl and around 11pm it was over 600 mg/dl. The customer's mother gave her manual injection at 1am and then at around 2am blood glucose was 367 mg/dl. It was also reported that 5 unit fixed prime was performed and insulin was exited during it. The customer declined troubleshooting on insulin pump and also stated that cannula was bent. The insulin pump will not be returned for analysis.